Manufacturer narrative:
Corrected section a2: patient date of birth. Correct date of birth is (B)(6) 1951.

Manufacturer narrative:
Updated section g3/g4. Corrected h6: investigation conclusion from d1102 to d15-cause not established.

Manufacturer narrative:
H6: b18 ¿ the device was discarded at the facility and was therefore not available for analysis. H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), if vessel size is smaller than the nominal body outer diameter (od), major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent endovascular procedure to treat a zone 10 common iliac aneurysm, utilizing gore® dryseal flex introducer sheath. During the procedure, there was difficulty advancing the 18fr sheath on the right side due to calcification and possibly an oversized sheath (vessel size remains unknown). Physician pulled back the sheath and advanced with no further issues. Physician experienced a hypoglycemic event and had to step out. Physician came back and finished the case. Upon performing closure on the vessel, using a percutaneous closure device, an ultrasound revealed a hematoma on the right side. An angio was performed, and revealed there was perforation inside the vessel and extravasation of blood outside of the vessel (somewhere between the right external and right femoral). The cause of this perforation of vessel is likely a result of difficulty advancing the sheath. They implanted 3 non-gore stents, and angio revealed it covered the perforations. Patient was stable. Patient seemed to crash, and staff started performing compressions on the patient. Access was obtained on the left side, however a dissection on the left femoral was observed. Dissection was likely caused by the needle (non-gore device) that was inserted to get access. It allegedly clipped the back wall of the vessel, and instead of getting into the lumen, it seemed to go between the adventitia and the media. Another angio was performed, no extravasation was observed. Anesthesiologist kept insisting there was a bleed somewhere due to patient's hematocrit and hemoglobin levels. They performed a doppler to see if the right leg was ok, no pulse was detected. It seemed the percutaneous closure device failed on the right leg, and there was thrombus stuck on the patient. Physician reopened the vessel, and repaired the artery. This issue was attributed to the closure device. Fsa left as patient was stable. On (B)(6) 2024, fsa received information from the hospital that patient had expired in the ICU unit. The physician did not mention cause of death. No further information is available from the physician. No images are available. Sheath serial# remains unknown. No further patient information is available.